Event description:
Reportable based on device analysis completed on 04 march 2024. The returned device evaluation revealed there were cracks and leaks in the drug and coolant port luers of the infusion catheter (ic). It was reported that a cracked luer was observed. This 106x50cm ekos endovascular device was selected for use in a deep vein thrombosis procedure. It was noted that the luer was cracked. Additional information was requested; however, was not available.

Manufacturer narrative:
Device eval by manufacturer: upon receipt, this product was thoroughly analyzed in our quality assurance laboratory. Visual inspection of the device confirmed there were cracks in the drug and coolant port luers. It was also noted that the ultrasonic core (usc) was stuck within the infusion catheter (ic), and the tubing was damaged, likely from pulling the usc against resistance during attempted removal. The drug and coolant port luers leaked liquid during leak testing. The reported damage was confirmed.